Event description:
As reported on the medwatch form: reports, "anesthesiologist inserted the epidural catheter. The needle and the threading assist device was removed. The physician attempted to pull the catheter back to reach the desired depth of placement. There was difficulty in pulling the catheter back for placement and the catheter tip broke off in the epidural space." Additional info provided by the facility indicated the tip of the catheter remains inside the pt. The pt initially complained of sciatica, which is not believed to be related to the incident. Other than that the pt has suffered no adverse sequela associated with the incident. The pt has been discharged and the facility continues to follow up with her. The facility will retain the actual sample and will forward a picture of the remaining catheter segment for eval.

Manufacturer narrative:
The actual device in the incident is being retained by the facility and will not be returned for eval. The facility forwarded a photograph of the remaining catheter segment. The fractured area of the catheter was flattened and stretched/attenuated indicating tensile fracture. Based on the event description and the photo sample eval it appears that this incident was due to the catheter become lodged between two rigid body structures and stretched beyond its intended design capabilities. All available info has been forwarded to the actual MFR for further eval.